Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 37mm proximal of the distal balloon bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified a severe kink on the shaft located at the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No damage or kinks were identified on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. An 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. There were no patient complications reported.